Event description:
Pt developed elevated glucoses due to failure of batteries in disetronic pump. Pt had several sets of batteries which failed and led to ER eval and treatment. Pt went home and switched pumps and subsequently noted that the backup pump failed. These were replaced and pt had an add'l episode which was attributed to failure of the backup unit, also battery failure.